Event description:
The facility representative reported a fail code 812:02. Information was not provided regarding whether or not the failure occurred during a patient infusion. Although baxter attempted to obtain information, details were not avaliable regarding additional contact information. The hospital representative stated that there were no reports of patient injury or medical intervention. No additional information is available.